Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records (DHR) was performed and no abnormal findings were identified. An additional evaluation was performed and it was reported that the device conform to specifications. Further, it was also determined the broken surface is homogenous which indicates material conformity.

Event description:
It was reported the tip of the device broke. It was also reported there was no patient involvement. This is report 1 of 1 for complaint (B)(4).